Manufacturer narrative:
The stent was moved to the wrist by catheter. No snare was used. Device evaluation: the stent was not present on the delivery system; it was severely stretched and deformed. The delivery system returned with the balloon having previously been inflated. There was blood present inside the balloon. The distal shaft was severely stretched; the distance to the wire lumen entry port was above the specification of between 22.0cm ¿ 25.5cm. The proximal balloon marker band was not present located proximal to the balloon. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an endeavor sprint stent. Nothing unusual was noted during device preparation or inspection prior to use. No difficulties noted when removing the protective sheath. The target lesion in the proximal lcx had moderate calcification, moderate tortuosity and 80% stenosis. Lesion was pre-dilated twice at pressures of 10 and 14 atm's for 5 seconds each. 30% stenosis remained following pre-dilation. No resistance noted advancing the device to the lesion. It was reported that the endeavor sprint stent could not pass the lesion and dislodged from the delivery system during advancement after it had exited the guide catheter. The stent dislodged at the anterior descending branch. The support beam of the stent was reported to be fractured. The guidewire and guide catheter were used to pull the stent back to the wrist. An attempt with a snare was made to remove the stent. As the stent was too long to be removed from the radial artery, surgery was required to remove the stent from the patient's wrist and vascular angiostomy was performed. Another stent of the same size was used to complete the procedure. The procedure time was extended to 1.5 hours. Th e physician determined the reason for the event was the vessel tortuosity but also assessed that the event was related to the quality of the product. No further patient complications were reported.